Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter (x2), implanted mitraclip (x1). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 is filed under a separate MFR report number.

Event description:
This report is conservatively filed on the clip delivery system for aortic dissection with unknown relationship to the mitraclip device and procedure. It was reported that the patient underwent a procedure to treat functional mitral regurgitation of grade 4. The steerable guide catheter (sgc) was prepped per instructions for use and inserted into the patient anatomy. After removal of the dilator, an air leak was noted and was unable to be stopped. The sgc was removed and a new sgc was then used. There was no adverse patient effect and no clinically significant delay. Two mitraclips were then implanted and the mitral regurgitation grade was reduced to 1. The patient was transferred to the intensive care unit (ICU), per hospital protocol. While in the ICU, the patient's blood pressure began to drop and an echocardiogram was obtained. An aortic dissection was noted. The patient was transferred to a neighboring hospital, where the dissection was surgically treated. The physician has not provided a relationship of the device to the aortic dissection. No additional information has been provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of intimal dissection and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects of hypotension and intimal dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no evidence that the device was causal to the aortic dissection that occurred. (B)(4).

Event description:
Subsequent to the initial report, additional information was received, indicating that post procedure, the patient suffered an aortic dissection which extended from the aorta at the base of the heart, across the aortic arch and descending to the right coronary artery. The dissection was treated with aortic root replacement using a biological valve. Cause of the dissection is unknown, but per physician is possibly due to the mitraclip device or procedure. No additional information was provided.